Manufacturer narrative:
This report is based solely on the reported issue that the restraints do not work, and the patient can easily get out of them. Despite attempts for product return, the customer did not respond the due diligence emails and did not return call after leaving a voice mail. Without return of the device the reported issue could not be confirmed and without the device lot information the release documentation could not be reviewed. Historical review of the complaint database against the 2791 product revealed two similar reports for the last four years of unintentional patient release. Both products were not returned for evaluation. However, one of the customers provided video demonstration and was reviewed by tidi engineering. The failure was determined to be a known risk of this device that there is potential for this failure to occur if the product instructions for use (IFU) are not followed correctly. The other customer declined to return device. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #2023-00089. Product not returned.

Event description:
The customer reported a complaint about product 2791. The customer stated that the restraints do not work, and the patient can easily get out of them. The date the issue was discovered is unknown, and no injury was reported.